Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced bilateral limb ischemia. A femoral to femoral bypass was placed due to a lack of perfusion to the right leg after the impella was placed. The medical team decided to escalate the patient to an impella 5.5 which was inserted through the axillary artery. After the impella cp was removed from the right femoral, the patient still did not have bilateral pulses. It was reported the patient was later withdrawn from care on the impella 5.5 due to poor neurological function. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Per the clinical description, the patient did not have bilateral pulses which did not change after femoral to femoral bypass or the removal of the impella cp. Therefore, the root cause of limb ischemia was most likely due to patient condition. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.